Event description:
On (B)(6) 2023, patient underwent an "open reduction with internal fixation of the right comminuted midshift clavicle fracture". On (B)(6) 2023, patient underwent a "revision open reduction and internal fixation of the right clavicle fracture with iliac bone graft" and "right clavicle hardware removal". "He returned to clinic 8 weeks after surgery experiencing a painful pop in the shoulder." "His clavicle plate had broken".